Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands got stuck and could not be deployed completely. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6), 2022. During the procedure, the bands got stuck and could not be deployed completely. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only with the suture) was analyzed, and a visual evaluation noted that there were five bands attached in the ligator head, and one of them was damaged. The suture thread contained the seven knots. The device was observed under magnification, and it was found that the suture thread was tangled within the teeth of the ligator head. The suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the one band in the ligator head was damaged and the suture got tangled within the ligator head teeth. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of it causing a failure to deploy. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth had five bands attached with one band that was damaged, and the suture tangled within the teeth. These suggest that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device, causing inability of the device to deploy, and affecting the condition of the device (band damaged). The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label."

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only with the suture) was analyzed, and a visual evaluation noted that there were five bands attached in the ligator head, and one of them was damaged. The suture thread contained the seven knots. The device was observed under magnification, and it was found that the suture thread was tangled within the teeth of the ligator head. The suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the one band in the ligator head was damaged, and the suture got tangled within the ligator head teeth. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of it causing a failure to deploy. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth had five bands attached with one band that was damaged, and the suture tangled within the teeth. These suggest that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device, causing inability of the device to deploy, and affecting the condition of the device (band damaged). Therefore, the most probable root cause of this complaint is adverse event related to procedure. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), block h6 (device codes), and block h10 have been updated based on the additional information received on july 7, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands got stuck and could not be deployed completely. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.